Event description:
It was reported that the outer coating of the sheath was tearing open. A jetstream xc catheter, 2.1mm was selected for use in a procedure in a 99% stenosed, heavily calcified lesion in the superficial femoral artery (sfa) in a moderately tortuous vessel. Upon retracting the catheter out of the sheath, it was noted that the outer coating on the catheter was tearing open. The case was completed using the original device. Patient was noted to have a good outcome and there was no distal embolization of any kind.

Manufacturer narrative:
Device returned and evaluated by manufacturer. Visual examination showed catheter shaft damage in the form of multiple kinks/buckling. The device showed a burst infusion sheath 45.5cm from the strain relief. The cable, infusion, and aspiration lines are all cut. The distal section of the cut lines is missing which includes the baton and waste bag. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed that the infusion line burst.

Event description:
It was reported that the outer coating of the sheath was tearing open. A jetstream xc catheter, 2.1mm was selected for use in a procedure in a 99% stenosed, heavily calcified lesion in the superficial femoral artery (sfa) in a moderately tortuous vessel. Upon retracting the catheter out of the sheath, it was noted that the outer coating on the catheter was tearing open. The case was completed using the original device. Patient was noted to have a good outcome and there was no distal embolization of any kind.